Manufacturer narrative:
A case of strength is off due to lead migration was reported to abbott. The patient decided to undergo a revision, scheduled for (B)(6) 2023. 3 leads were revised/replaced, when they took x rays prior it showed 2 leads fully migrated and the other lead wasn't getting great contact with the drg. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported that one of the patients leads has migrated. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9018429. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9033164. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9036316.

Event description:
Related manufacturer reference number: 1627487-2023-04877 and 1627487-2023-04878. Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced.